Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The patient stated she connected the patient line incorrectly which is what caused the connection to separate the labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding assistance ending therapy on the homechoice(hc) during initial drain. The hp stated the drain volume equaled 260ml. The hp stated that she became disconnected from the patient line. The baxter technical service representative (tsr) helped the hp end therapy. On (B)(6) 2010 product surveillance spoke with the hp who stated she had connected her catheter to the patient line incorrectly which is what caused the connection to separate. The hp stated that after connecting with new supplies she was able to resume therapy without any complications. The hp stated she has already disposed of the supplies and no further information is available at this time. The home patient also stated no companion samples were available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.